Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-00323 it was reported the patient lost stimulation therapy coverage from the supra-orbital leads (off label use.) The patient's leads were explanted and replaced. The patient's stimulation therapy coverage was restored and the patient's issue was resolved.